Event description:
On 10/4/96. The facility surgical services manager contacted the MFR and reported that the device had been removed on 10/3/96 and the surgeon believes the device catheter may be defective. It was addittionally stated that the device and attached piece of catheter are available for evaluation; however, a segment of catheter is believed to remain inside the pt.